Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after opened the package, the ureteral stent broke as the coil separated with the straight site.

Event description:
It was reported that after opened the package, the ureteral stent broke as the coil separated with the straight site.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent and push catheter were returned opened in the original packaging. An evaluation was completed by futurematrix. A potential root cause for this event based on the risk management file could be, "inappropriate package design". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.